Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rkux, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) pocket. The patient also had incisional wound opening and since 3 days ago, the ins appeared to be coming out of the pocket. It felt like it was pushing out and the infection was not confirmed. The patient felt that the temporary device was infected and their health care provider (hcp) provided them with antibiotics after it was removed. The hcp implanted the permanent implantable neurostimulator (ins) anyways. The patient felt the ins was implanted in a pocket that was infected. The patient¿s incision had never healed since implant. The hcp would not see the patient until (B)(6) 2015 and they were aware the ins was coming out of the pocket. The patient was afraid the ins would push out of the pocket before the appointment. No diagnostics, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # (B)(4) for infection with temporary device.